Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The patient initially went to the hospital for diaphragmatic pacing and the lead was found out of the heart and the tip was in the superior vena cava (svc). It looked like possible twiddler's syndrome. The patient then underwent a procedure to reposition the lead. Additional information received indicated that the dislodgement was confirmed on the day of the repositioning procedure. This lead remains in service. No adverse patient effects were reported.